Event description:
The surgeon reported that he explanted the patient's lead and generator . The reason was that the patient felt tenderness at ipg site. Per the surgeon, upon examination and during surgery , the ipg site looked completely normal. The patient was insisting even on lead explanation without explanation why so the surgeon felt he had to honor his wishes. No further relevant information has been received to date.